Event description:
It was reported that the screw at tooth site #19 (universal0 had a damaged head. Patient came in w/ loose crown. After eval-implant retention screw head was stripped and could not seat hex tool. Unable to retrieve. Implant was removed.

Manufacturer narrative:
Zimvie complaint (B)(4). Dental implant, impl tapered scr-v ha 4.7 mm 4.5mm 10mm, lot number 1220452.

Manufacturer narrative:
This report is being submitted to report additional information. Device malfunction and the reported event could not be verified as the device was not returned. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review and complaint history review by lot numbers could not be performed, as the lot numbers associated with the reported products are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.